Event description:
When a ralc30v stapler was fired in a lobectomy procedure, the device deployed staples in the tissue, but some bleeding was observed at the staple line. Sutures were subsequently applied to reduce the bleeding.

Manufacturer narrative:
Patient's age and weight are unknown; (B) (4). The ralc30v stapler had some damage to the firing drive clip. This damage would have limited the transmission of torque to the stapler during firing, and could have resulted in the observed partial stapling and poor staple formation. The drive clip may have been damaged while it was being attached to the idrive. (B) (4)